Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported the spring wire guide is unraveled during insertion. The device was replaced. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one spring wire guide (swg) for evaluation. No definite signs-of-use were observed. Visual analysis revealed that the guide wire had separated towards the distal end. Microscopic examination revealed that the distal weld was no longer attached to the core wire, which caused the guide wire to unravel. The distal weld was also no longer attached to the coil wire and was not returned with the sample. Several kinks/bends were also observed on the guide wire body. The overall length of the core wire measured 603mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of an undamaged portion of the guide wire measured 0.79mm, which is within the specification of 0.788-0.826 mm per the guide wire product drawing. The undamaged portions of the swg were advanced through a lab inventory 18ga introducer needle and lab inventory ars to functionally test the guide wire. The guide wire passed through with minimal resistance. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The IFU also states, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The customer report of a separated guide wire was confirmed by investigation of the returned sample. The guide wire was separated at the distal end. The sample passed dimensional and functional requirements , and a device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for a guidewire of this size. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error (undue force) likely contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported the spring wire guide is unraveled during insertion.the device was replaced. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the spring wire guide is unraveled during insertion. The device was replaced. No patient harm reported. The patient's condition is reported as fine.